Event description:
The patient received two leads with the same lot number. It was reported, the patient had stimulation at the ribs on his right side. The sjm representative met with the patient for reprogramming and was able resolve the rib stimulation. I was reported right sided leg pain was covered with the stimulation, but left leg relief was not obtained. The impedances on the lead were within the normal range. X-rays were performed which surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.